Event description:
It was reported that the rate was higher than the setting. No patient involvement or complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the interconnect flex was out of specification. It was also noted that the upper and lower cases were broken, the ring cover was contaminated, one side bail cover was broken and the battery drawer was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): visual analysis found that the interconnect flex was out of specification. Further functional analysis was done and found that this assembly tested within operating requirements, the flex was crimped, however the circuit resistance was tested while flexing the circuit and no anomalies could be observed. It was also noted that the upper and lower cases were broken, the ring cover was contaminated, one side bail cover was broken and the battery drawer was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.